Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device would not fire. The sales rep received the damaged device, unknown on what happened.